Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months (calculated from the date when the system controller was issued to the patient). The system controllers remain in use and no devices were returned for evaluation. A review of the submitted log files noted a low voltage advisory alarm which appeared to be active as a result of the voltage value reaching a low level threshold while the system was supported on the power module via a patient cable. The voltage values (11.2 v to 12.9 v) recorded were lower than expected, however, a specific root cause could not be determined without an evaluation of the suspected component. Following the low voltage advisory alarm, multiple motor stopped events were recorded which appeared to be related to physical driveline disconnections. The driveline was disconnected and reconnected several times over a 27 minute period, during which time both system controllers were alternately in use. A review of the device history records revealed that the devices met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the emergency room with reports that he was found by ems with his driveline disconnected. Ems appropriately reconnected the patient's driveline and the pump appeared to be operating properly. The patient was asked the sequence of events and he stated that he was changing power sources and confused the system controller power lead with his driveline. The patient was questioned again the following day and he stated that he was performing his system controller self-test and saw a "line" on the screen, and then attempted to exchange his system controller. The health professional stated the patient is a poor historian. The patient remained asymptomatic during the events. On (B)(6) 2015, the hospital staff reported that they felt the issue was definitely patient error getting confused with the cables. They did not feel that there was anything wrong with the equipment.